Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 186 mg/dl. The pump was replaced to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.